Event description:
It was reported that during the procedure, the guidewire was stuck in the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿guidewire was getting stuck¿ inside the lead was not confirmed. A completed lead without a guidewire was returned in one piece for analysis. Analysis found the guidewire was able to be inserted and remove inside the lead without difficulties. Visual and x-ray inspections of the lead did not find any anomalies.